Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, instructions for use (IFU), specifications and visual inspection of the returned device was conducted during the investigation. A visual examination of the returned hub and fitting noted the silicone disc appears slightly concave. An attempt was made to wire the device using a .018¿ wire. The wire would go into the slit but it would not pass all the way through the device. The fitting could not be disassembled from the hub. A document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned device and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Measures have been initiated to address this failure mode.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that a patient underwent placement of a turbo-ject® double lumen power-injectable PICC on an unspecified date. The patient underwent routine treatment including disinfection, blood aspiration, flushing and antibiotic treatment without incident. The patient contacted the staff to report that blood was leaking from the needleless connector following treatment. The nurse reports that the connector was damaged. The connector was removed from the PICC line and replaced. It is not known if the connector is the original connector or one that was replaced with a dressing change. No further event details were provided. There are no reported adverse patient consequences related to this event nor any report of a need for medical or surgical intervention to prevent serious injury. The devices is reportedly available for evaluation, however it has not been received by the manufacturer as of the date of this report.